Event description:
The facility alleges that the staples are not pushed in spite of a pressure repeated on the handle (jammed). It is unk when this condition occurred. No pt injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for eval, but has not been received. Should the device be received for eval, a f/u report will be filed upon completion of the eval.